Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that following an ambicor penile prosthesis (app) procedure, the dog of the patient jumped up hitting the scrotum with a toenail. This resulted in an infection and the pump eroding through the skin. A surgical procedure was performed in which the existing app was removed and a new tactra device was implanted. It was indicated that there were no device issues associated to the explanted device. The patient did not experience any further complications and was expected to fully recover.

Event description:
It was reported that following an ambicor penile prosthesis (app) procedure, the dog of the patient jumped up hitting the scrotum of the patient with a toenail. This resulted in an infection and the pump eroding through the skin. A surgical procedure was performed in which the existing app was removed and a new tactra device was implanted. There were no reported product performance allegations against the explanted device. The patient did not experience any further complications and was expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.